Event description:
There was an allegation of false positive elecsys hbsag ii results for 1 patient on a cobas e 411 analyzer (disk system). Sample a: the initial result was 22.3 coi (positive), and the repeated result was 0.3 coi (negative). Sample b: the result was 0.3 coi (negative). The samples were collected simultaneously from the same patient.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The customer indicated that no other false positive results occurred with any other samples. Due to the lack of information provided, further investigation could not be performed. A general reagent issue was excluded. The investigation did not identify a product problem.